Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient was admitted to the hospital, because of a sudden increase in symptoms the week prior to the tga notice for the cartridges. The patient reported that all the cartridges are in the faulty batches and it is believed that the increase in symptoms were likely related to the faulty cartridges. The patient advised that none of the tests from the hospital revealed any reason for the symptoms. No further information was provided.